Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a high blood glucose level event. The customer's blood glucose reading ranged between 147 and 400 mg/dl. The customer's symptoms included nausea, vomiting, and excessive thirst. The customer treated with manual injections and the insulin pump. The caller performed troubleshooting but did not find any problems. The caller performed the high pressure test and it passed. The caller requested the device to be replaced, and declined to return the customer's insulin pump back for analysis.